Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lower brush came loose from the brushhead [device breakage]. No adverse event. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the lower brush came loose from an oral-b dual action brushhead. No symptoms developed.